Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. A perforation and pericardial effusion was confirmed. The lead further exhibited high thresholds and fluctuating sensing values. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.